Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables. Subsequently, the pump battery became completely depleted and the pump shut off. The customer's blood glucose level was 350 (mg/dl). The customer delivered a manual injections. The customer indicated that the healthcare provider would be contacted for alternate insulin therapy until the replacement pump has arrived.